Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed that the lobes on the tip of the device are rounded and contain some material deformation. The cause of failure can most likely be attributed to general wear from use over the lifetime of the device. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of a dorsal height adjuster stripped after years of use. There was not a specific surgery or patient involved with this event.